Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The user received low glucose alert. The user is doing fine now and symptoms have resolved.

Event description:
On november 13th 2019, senseonics was made aware of an incident where user experienced hypoglycemia and was called and treated in ambulance.